Manufacturer narrative:
Per tandem's t:flex user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus that was too large. Customer's blood glucose level (bg) was 75 mg/dl. The customer consumed apple pie to treat bg level. System check with tandem technical support showed that the pump was performing as intended. Recommendation was made to consult with health care provider regarding diabetes management.